Event description:
It was reported that during a laparoscopic colon procedure, when the surgeon tried to apply the clips, the clips were not fired. So surgeon changed the device with a new one and carried out the operation without adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.